Manufacturer narrative:
UDI - not yet required for the reported product code/lot number combination. Methods - is based on the 2 unused samples from the reported lot. Results - is based on evaluation of user facility information & the returned sample; is based upon evaluation of the two unused returned samples. Conclusion - is based upon evaluation of user facility information & the returned sample; is based upon evaluation of the two unused returned samples. The actual device and two unused samples from the reported lot were returned to the manufacturing facility for evaluation. Visual inspection of the actual sample revealed that the needle tube was damaged and detached from its base. The fractured cross-section was examined and revealed to be deformed elliptically and the glue surface on the needle hub revealed a trace of excess force. Needle strength testing was conducted on five of the returned unused samples and confirmed that samples met jis t 6130 specifications. A review of the manufacturer inspection record was conducted on the involved product code/lot# combination with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction and the exact cause of the reported event cannot be definitively determined based on the investigation results. The potential for such an event is addressed in the instructions-for-use (IFU) with statements such as the following: "do not bend the needle prior to use, as breakage and possible patient injury may result". Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026. All available information has been placed on file in quality assurance for tracking, trending, and follow up.

Event description:
It was reported to the distributor that during the doctor's second attempt to treating the right upper eighth tooth, the needle became damaged; and there was no impact to the patient.